Event description:
A lesion in the rca was treated. After one pass, it was noticed that the guide wire spring tip had fratured. No pt injury was reported.

Manufacturer narrative:
Investigation of the returned portion of the guide wire confirmed the fracture surface was consistent with the spring tip being restrained while the body of the guide wire was turned.